Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot baseline) has been confirmed. Upon inspection, the electrode belt was found to have bent connector pins. The electrode belt connector pins did not successfully mate with the connector resulting in a distorted ECG signal. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.

Event description:
The patient services representative (psr) assisting an (B)(6), male, patient, called in to zoll lifecor customer support to report that the patient's baseline was lengthy and not very clear. The patient received a replacement electrode belt.